Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a syncopal episode and lost consciousness. Patient is pacemaker dependent so cardiologist referred patient for 24 hour holter monitor. Holter showed single missed/dropped ventricular paced beats occurring every 1 hour and 30 seconds. The patient was hospitalized for additional testing and the implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.